Manufacturer narrative:
D4. Medical device expiration date: unknown bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient isolate was misidentified as pantoea agglomerans. Repeat testing resulted the organism ID as serratia. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch unknown. The customer noted misidentifications of serratia as pantoea agglomerans when using nmic/ID-307. The customer did not provide panel returns, isolate returns, phoenix generated lab reports or binary files for the investigation. After multiple follow ups, the customer stated that "we don¿t have the time to complete the extensive information that you are requesting, as we see discrepancies with all panels and reagents that was already determined." Since a batch number was not provided, functional testing with retention samples could not be performed as part of the investigation. Therefore, this complaint is unable to be confirmed for a panel performance issue. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no current trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient isolate was misidentified as pantoea agglomerans. Repeat testing resulted the organism ID as serratia. There was no report of patient impact.